Event description:
It was reported that a patient underwent a laparoscopic hysterectomy for uterine lesions procedure on (B)(6) 2023 and suture was used. When the doctor sutured the uterine part during the surgery, the instrument nurse found that the needle tip was broken. Compared with the complete needle, the broken needle was about 1mm long, and the surgery was immediately stopped. The entire staff searched for it but did not find it. They immediately reported it to the head nurse and coordinated with the radiology department to take a bedside film. The film showed that there was no broken needle in the patient's body, so the laparoscopic hysterectomy for uterine lesions surgery continued. No patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/1/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: - did the needle fall into the patient? If yes, ¿ was the needle piece(s) retrieved during the same procedure? ¿ what measures were taken to retrieve the broken piece? ¿ was there any additional tissue damage as a result of searching for the needle piece? - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu).---------contacted with the sales rep today via phone, please refer to the event description, the issue is suture breakage. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: after investigation, the patient was a 44-year-old woman who underwent laparoscopic resection of uterine lesions in hospital on (B)(6) 2023. The surgeon used vcp358h to perform the uterine tissue sewing in the way of continuous suturing. During sewing, the needle broke (the specific broken length of the needle was about 1 mm). The surgeon immediately looked for the broken needle and gave the patient intraoperative imaging examination to assist in searching. No broken needle tip was found in the patient's body. Therefore, the surgery was completed routinely. This event did not cause any other harm to the patient except that it prolonged the surgery time by about 30 minutes. No subsequent adverse event report was received.